Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6), it was reported by a sales representative via sems-(B)(4) that an ar-9091-01 hindfoot nail targeting guide had alignment issues and an ar-9091-02 hindfoot nail cable tensioner would not tension. This was discovered during a pantalar arthrodesis procedure with an hour-long delay experienced and no patient harm reported. It was reported that after implantation of the nail and placement of the first and second construct screws, the ar-9091-02 hindfoot nail cable tensioner failed to maintain cable tension. The tibial screw was removed, and the device was taken off the implanted nail. A second compression device was applied, the tibial screw was reinserted, and compression was achieved using a backup tensioner. Fluoroscopy confirmed tension and full opening of the screw slots. Following this, the ar-9091-01 hindfoot nail targeting guide did not align with the third construct screw (proximal posterior-to-anterior calcaneal screw). Excessive movement in the targeting slot for screw 3 was noted, resulting in missed alignment both proximally and medial-laterally. The case was completed without any harm to patient and implant successfully was used.